Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age was not provided by reporter. The date of event was reported as (B)(6) 2015; and the alert date reported as dec 16, 2015, however, it is unclear if this was the date the infection was confirmed or the date the symptoms began. This report is for unknown k-wire ø1.6 l150 sst/unknown lot number. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a deep wound infection required surgery for debridement ((B)(6) 2015). Antibiotics, anticoagulants (clexane), analgesics and intensive care unit for physiotherapy. Recovery in progress. As it is not known what kind of surgery for debridement was done (unknown if the wound needed to be opened again) and as two dates are mentioned a second complaint file was opened to document the second intervention on (B)(6) 2015. Patient had an infection on the philos plate and the plate has been removed and she received antibiotics. This report is 16 of 17 for (B)(4).

Manufacturer narrative:
Procode: hty. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.